Event description:
It has been reported to philips that the high voltage discharge is life-threatening. The device was not in clinical use. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. No patient harm has been reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the system turned on normally but while using the footswitch, there was an error message showing "x-ray generator not available". The customer stated that they heard a noise from the tube on the c-arm. The fse found checked the system, disassembled the c-arm and found the tube was cracked. The fse replaced tube to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.